Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to smoking on strykeflow 2 suction irrigators and strkeflow 2 suction irrigators with disposable tips. Strykeflow 2 suction irrigator devices are designed to be used with a laparoscopic probe to allow for controlled irrigation and suction during laparoscopic surgical procedures. This device is a sterile, single-use, and disposable battery powered unit. Some strykeflow 2 suction irrigator devices are supplied with a disposable suction irrigator tip. This malfunction has not caused or contributed to any deaths or serious injuries in the last two years. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. Therefore, we intend to discontinue filing mdrs for smoking on strykeflow 2 suction irrigators and strkeflow 2 suction irrigators with disposable tips.

Event description:
It was reported that the device emitted smoke.